Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 1.80 mmol/l. Customer did not stated any symptoms and treatment details related to low blood glucose. No further patient complications were reported. Troubleshooting was performed. The customer will discontinue the use of device.